Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was trying to give a bolus but the buttons were not working properly. Customer's blood glucose level was 115 mg/dl. Insulin pump was replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. However, insulin pump had corroded keypad traces.